Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning /reprocessing. The issues may be detected/prevented by following the instructions for use sections below: instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis lucera gastrointestinal videoscope, had water leak. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign matter came out from the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to a cut on suction tube in universal cord, water tightness is lost; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; distal end cover has a dent; adhesive around light guide lens is peeled; grip is shaved; adhesive around objective lens is peeled; distal end cover is shaved; control unit is shaved; switch4 has a wear; switch1 has a wear, switch1 has a scratch; light guide bundle is slipping down; electric connector has corrosion due to water leakage; distal end cover has corrosion due to water leakage; control unit has corrosion due to water leakage; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a scratch; due to wear of angle wire, the play of up/down knob is out of the standard value; connecting tube has a scratch; connecting tube has a wrinkle; indication on scope connector is peeled; and light guide bundle is slipping down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.